Event description:
The physician implanted a 2.75 mm diameter x 12 mm length integrity rapid exchange (rx) bare metal stent to treat a lesion in the lad of a pt. Approximately 10 months from the initial stent implantation, it was reported that restenosis of the stent occurred. The vessel was treated with drug eluting stent. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4): eval, results: restenosis of the dilated artery. Root cause of restenosis undetermined. Conclusion: not conclusion can be drawn. Root cause of restenosis undetermined.